Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2013, the surgeon was unable to use the instrument to tighten the zipfix. The zipfix was also unable to be cut. No lost pieces were seen. Instrument was swapped out for another. No impact to the patient was reported. No additional information is available. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
The measurable dimensions of the instrument were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation shows that the pivot screw was fallen apart from the instrument and that the cutting function of the instrument worked without any issues. It is noted that the instrument has not been lubricated as per instructions and the root cause of the instrument failure is related to missing lubrication of the device. No product fault could be detected. Placeholder.